Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted on (B)(6) 2024. On (B)(6) 2024, the patient felt very disoriented. During this time, there was no readings on both the cgm and the insulin pump. The patient wife checked the patient's finger stick and the value was high (no value reported). She then injected the patient with 60 units of insulin and called an ambulance. The patient was taken to the hospital and at the hospital, it was reported that the patient's blood glucose readings were over one thousand mg/dl. The patient was admitted to the intensive care unit and treated with an insulin drip. The patient was discharged from the hospital on (B)(6) 2024. At the time of the report, the patient was doing fine. Data investigation could not confirm unspecified sensor issue on (B)(6) 2024. The probable cause could not be determined. No additional patient or event information is available.